Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of failure code "570:320:654". This condition has the potential to cause an interruption of delivery. This condition was found in the biomed service department. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague pump with a malfunction of failure code 570:320:654 was confirmed, but not reproduced during product evaluation. The root cause of this condition was assigned to depleted main batteries. The main batteries and battery harness were replaced to correct this condition. A service history review revealed there were previous service events related to the reported condition. During previous service the batteries and harness were replaced.this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.